Manufacturer narrative:
Product event summary # product ID# addrl1. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from a hospital with limited information. Information identified in the paperwork indicated the patient died approximately nine months post implant of the ipg system. A cause of death was requested and not received.